Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a lens case/vial. Visual inspection found haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens implanted, removed, and replaced intraoperatively. Due to low vault. Cause of the event is reported as unknown. Reportedly, the lens 13.2 was still small and was removed. Per the reporter on (B)(6) 2020, patient "not ready for re implantation at present. And the patient's current condition is good."